Event description:
The facility reported that the device overinfused during pt use with no pt injury or medical intervention required. The medication being infused was a 1000cc bag of normal saline and potassium, concentration unk. The device was set to infuse 100cc/hr with an expected infusion time of 10 hours. The device actually infused in 6 hours. The biomed stated that the rn checked the rate and it was set correctly and that the pt was stable and the site was patent. The biomed stated that the device was visually inspected prior to being sent out and it was noted that the handle appeared cracked. There was no additional info available regarding pt demographics.